Event description:
Information was received from a patient and a healthcare provider regarding the patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that a hcp from urologist office called because the pt notified them that they were getting an error message on the handset. The caller was not sure what the error was specifically as they were not with pt but noted that they tried calling mdt rep but could not get a hold of them. Technical services recommended that the pt call patient services to troubleshoot. Technical services also provided phone number for nas in case hcp would like to figure out who their rep is. The patient called to troubleshoot "the data has been lost, contact clinician" message on their patient programmer. Patient services reviewed the meaning of this message and reviewed patient will need to follow up with managing physician's office to resolve. The patient was presently out of state but plans to follow up with managing physician in 3-4 weeks when they get home.

Manufacturer narrative:
Date of event: asked unknown. If information is provided in the future, a supplemental report will be issued.